Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose of 430mg/dl. The customer stated that her glucose level was treated with a manual injection of 7.8 units before calling. Troubleshooting was performed. The basal, bolus, and daily totals on the insulin pump were correct. Ran a fixed prime test and the insulin exited. The customer stated that she changes the infusion set every three days. Performed the high pressure test twice and the insulin pump failed the tests. Instructed the customer to discontinue use of the device. No further info was provided.